Event description:
A biomedical engineer reported they were inaccurate during a frontal endoscopic sinus surgery (fess) procedure. After registration the surgeon was navigating in one nostril, however, the system showed him in the other nostril. The system was reportedly slow during the tracer registration; as gathering points were delayed process. They elected to discontinue the use of navigation and continue the case. The case was completed successfully with no impact to the patient outcome.

Manufacturer narrative:
Patient demographic information is unavailable as (B)(6), rn declined to provide. Medtronic representative was able to check-out system at the site and could not reproduce the inaccuracy. Site rn reported that the 3d model was adjusted at the same time the event took place. Software evaluation has not been completed at the time of this report.